Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1 perclose proglide lot# 63060-6h, is being filed under medwatch manufacturer report number: 2953144-2008-00822.

Event description:
Device #2 malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the physician pulled the needle plunger out, no suture was present. The device was removed. An attempt was made using a proglide, which resulted in a cuff miss. A third device, a proglide was used and successfully achieved hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.